Event description:
It was reported that the programmer shut down while it was being used on a demonstration device, and the battery was dead. The caller was advised on how to troubleshoot the battery, power cord, and power supply. The programmer is currently waiting while new parts are ordered to complete troubleshooting. There was no patient involvement.